Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that he heard the occlusion bell when he was not in foot position three (3). There was no patient harm. Additional information was requested.

Manufacturer narrative:
Additional information is provided. The customer reported two cases of hearing the occlusion bell when footswitch was in position 3 while using their handpiece. It should be noted that it is possible for the occlusion bell to be heard when in position 3 and 2. For these cases, the position of the footswitch when the bell was heard was not reported. The customer has been contacted for additional information. However, no further information has been received. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).